Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. The product has not been returned to intuitive surgical, inc. (Isi) for evaluation. A follow-up MDR will be submitted if additional information is obtained. This complaint is considered a reportable event and due to the following conclusion: it was reported that the irk was unsuccessful in removing the cadiere forceps during a da vinci-assisted low anterior resection (lar) procedure. The instrument "broke" inside of the patient during the intervention with the irk, and the surgeon "had to remove it with the cannula and cut it with scissors." Although it is unclear if tissue was cut and/or removed unexpectedly or if another patient injury occurred as a result of this issue, this event would likely cause or contribute to an adverse event were it to recur. The event as described likely required medical or surgical intervention to repair tissue, and as such, it will be conservatively reported as an adverse event and malfunction.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the cadiere forceps instrument broke during the intervention with the instrument release key (irk), "because it was impossible to remove it and control it." The procedure was reportedly completed. Intuitive surgical, inc. (Isi) followed up with the head nurse and obtained the following additional information: the instrument broke inside of the patient during the intervention with the irk, and the surgeon "had to remove it with the cannula and cut it with scissors." The irk did not succeed in resolving the issue. Isi attempted to obtain further clarification from the site, but as of the date of this report, no further information has been provided. It is unclear if tissue was cut and/or removed unexpectedly as a result of this issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument associated with this complaint and completed the failure analysis (fa) investigation. Fa confirmed the customer reported complaint, with the primary failure of a broken main tube. The instrument was found to have a broken main tube; the fragments from the main tube, including the distal tip, were not returned with the instrument. Damage during use may result from an accidental drop of the instrument or from inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards, leading to cracking and subsequent breakage. The probable root cause of this failure is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.